Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 700 mg/dl. The customer¿s blood glucose level was in the range of over 600 mg/dl at the time of incident. Customer also reported insulin pump had compromised force sensor system alarm. The customer was treated with manual injection. The customer stated that drive support cap was flush. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, a21 error test all operating currents are within specification. Off no power alarm functions properly. No a33 alarm noted during testing. Device was unable to prime during prime test due to loose/protruded drive support disk. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test and the delivery accuracy test due to prime anomaly. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.